Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had no delivery alarm on the insulin pump. The customer's blood glucose was unknown. Customer states the insulin pump was stuck in rewind mode. Troubleshooting was performed, and resolved by a complete set change. No further information was provided.